Event description:
It was reported that the patient developed an infection. The system (pacemaker and leads) was explanted. The pacemaker was used externally for pacing support while the infection cleared. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.